Manufacturer narrative:
Results: the nose cone was detached from the handle body. Conclusions: evaluation of the returned handle revealed that the nosecone was detached from the handle body. This type of damage likely occurred during transit from penumbra to the designated location. The tabs that hold the nose cone to the handle body were not broken and the nose cone was able to be re-attached. The handle was functionally tested on a handle test fixture and was within specification. Penumbra handles are visually inspected and functionally tested by quality during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician opened a penumbra coil 400 detachment handle (handle) packaging and noticed that the funnel cap had broken off. The damage to the handle was noticed prior to use; therefore, the handle was not used for the procedure. The procedure was completed using a new handle.